Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event resulted in an in-patient hospitalization and medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. It was also noted that the diagnostic method included an examination on (B)(6) 2017.

Manufacturer narrative:
It was determined that this regulatory report (report number 3004209178-2017-03996) is a duplicate of the event contained within report number 3004209178-2017-04184. To this end, if any additional information is received, it will be submitted under report number 3004209178-2017-04184, rather than this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) was explanted without being replaced on (B)(6) 2017 due to an "event" that occurred. It is unknown if the issue was resolved. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.